Event description:
It was reported that before use cs300 intra aortic balloon pump(iabp), had automatic inflation failed. There was no patient involvement.

Manufacturer narrative:
Due character limit e1. Event site name- (B)(6) hospital. Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: g4 (510 k). Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) stated that the repair has not been completed and the customer currently refused the repair. In future if we receive any repair information will reopen and update the investigation.